Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 49.2 cm returned for analysis. External insulation abrasion was noted from 25.9 cm to 26.0 cm from the connector pin. The etfe coating was intact at this location. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.